Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert warning for low impedance which appears to be chronic trends. High threshold was also noted. Possible under-sensing was also found on current electrogram. The ra lead remains in use. No patient com plications have been reported as a result of this event.